Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the rep, a chpv was revised. No delays were reported.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The position of the cam when valve was received was 70 mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming and passed. The valve was flushed, no occlusion was noted. The valve was leak tested and only leaked from the needle holes over the needle guard. The catheters were irrigated, no occlusions noted. The valve was reflux tested and passed. The valve was then pressure tested and passed. Review of the history device records confirmed the valve conformed to specifications when released to stock. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.